Event description:
It was reported during the use of the product, a "no message" alarm went off. Patient changed the cassette and the line, however after an hour they check the line, after bubble control and noticed new bubbles. No patient injury was reported.